Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 - device evaluation:the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: during investigation, no damage was found to the battery compartment threads. The battery cap was not returned during the investigation. A test battery cap was used. It was able to be tightened and removed from the pump without issues. Unrelated to the original complaint, a blue line was found traveling through the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a battery cap issue. The reporter claimed that the patient was unable to remove the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.